Event description:
Caller states "my husband has the miera pm. It was set at 90 then 70 then 60bpm. He also has a brain shunt that was set at 5 in (B)(6) and now it was down to 4. He didn't have any tests that would do that. He had an appt in (B)(6) at the ep office with the mdt rep to lower the bpm to 60. Does the mdt equipment have a magnet in it? The ep dr said the magnets would not be used." (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).